Event description:
It was reported that this patient with a pacemaker exhibited noise on the right ventricular (rv) lead that was being oversensed resulting in pacing inhibition for six seconds. It was noted the patient has congestive heart block. Technical services discussed programming options. At this time, the device and non-boston scientific rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a pacemaker exhibited noise on the right ventricular (rv) lead that was being oversensed resulting in pacing inhibition for six seconds. It was noted the patient has congestive heart block. Technical services discussed programming options. At this time, the device and non-boston scientific rv lead remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this device was explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p). No additional adverse patient effects were reported.